Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, while closing the pocket, the physician punctured this right ventricular (rv) lead with the needle. This caused the rv lead to exhibit capture and impedance issues. The pocket was reopened and the rv lead was explanted and replaced. No additional adverse patient effects were reported.